Event description:
The facility's charge nurse reported to baxter (B)(4) that a light-sensitive administration set was slow to prime and was leaking from the end of the port where the tubing joins. This occurred during use. There was patient involvement, but there was no report of patient injury or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. A sample is not available for evaluation, however a photograph of the sample is available. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition that a light-sensitive administration set was slow to prime and was leaking from the end of the port where the tubing joins was confirmed during sample evaluation of the provided pictures. Visual inspection of the picture revealed a leak would have occurred at the level of the y junction which separated from the yellow tube. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.